Event description:
Pt reported experiencing loe blood glucose (30-40 mg/dl, normal = 70-150 mg/dl) with seizures for the past week. Pt is a registered nurse and did not receive medical treatment. Pt's family member would disconnect device and give her carbohydrate drinks. During troubleshooting, it was determined that the pt is using the infusion set longer than recommended. Pt did not know the age of the adapter or piston rod.